Event description:
On (B)(6) 2010, kci rep reported that a rotoprone bed was not working properly. No further info was available at that time. There was no reported serious injury or death with this report.

Manufacturer narrative:
Additional info was received on (B)(4) 2010. It was determined that the bed was tested per quality control procedures on (B)(4) 2010 and met specifications prior to pt placement on (B)(4) 2010. Upon return and inspection by the field repair technician, evidence of fluid ingress was detected on the control interface board and on the cable connector plug pins that run from the pc to the control interface board. There was evidence of corrosion found on the control interface board. The corrosion may have caused intermittent operation of the control interface board, contributing to reported control errors. The technician was unable to determine how or when the fluid ingress occurred after delivery to the health care facility user.